Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer's allegation was not confirmed. Additional non-reportable malfunctions were found during evaluation are as follows: due to a pinhole on the universal cord, the water tightness was lost, bending section cover (a-rubber) had a scratch, adhesive on a-rubber had a chip, due to wear of angle wire the bending angle in up direction does not meet the standard value, the control unit, grip, up/down (ud) right/left (rl) plate, forceps elevator (fe) lever surgical products (sp), light guide (lg) connector, light guide cover, switch 1 (sw1), rl lever, video connector case, and video connector all had a scratch, video connector had a crack, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had an air leakage. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the adhesive part of the objective lens had peeled off was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling adhesive of the objective lens was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event as below. Inspection of the endoscope: 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.